Event description:
Affilate reports that leakage occurred in the head of the transducer.

Manufacturer narrative:
Codman has received the device for evaluation. Upon complation of the investigation, a follow up report will be filed.